Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. User error should be considered as the wrong insulin was used. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 2/1/2017. Device evaluation: the device has been returned and evaluated by product analysis on 01/10/2017 with the following findings: the black box begins on (B)(6) 2016. Due to continuous use of the pump the black box data/histories for the event have been overwritten. Available daily insulin delivery totals correctly reflect the users programmed basal rates.. Pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately. Unable to duplicate the complaint, the pump information for the complaint date has been overwritten. Battery compartment is cracked on the side from threads to cover & cracked above & below the bumper pad. The display lens is cracked on the gray area. Audio bolus button cover is torn; the button is still operable. Base crack observed between case seal and keypad.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the pharmacy had given the patient the wrong insulin: the patient received humulin-n and was unaware of it. The patient ended up being hospitalized on (B)(6) 2015 with a blood glucose (bg) of 327 mg/d with large ketones, vomiting, drowsiness, chest pain, shortness of breath, blurred vision, and difficulty waking up. Treatment included IV fluids, insulin via pump and injection. There was no indication of pump malfunction. Troubleshooting with customer support found no potential causes of inaccurate delivery issue. This complaint is being reported as the patient experienced hyperglycemia subsequent to use error.